Event description:
A product liability claim was raised. It was reported by pt's counsel that his client received a cls stem, in his left hip on (B)(6) 2010. On (B)(6) 2012, his client's level of cocr allegedly was elevated. Due to metal allergy, the pt underwent revision surgery.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the info provided, an updated report will be submitted once more info is received or if the device affected is returned for investigation and the result becomes available. Zimmer reference number (B)(4).